Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a partial hysterectomy (fallopian tube's and uterus removed)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("all over my abdomen I am not in as much pain but still stuck in pain management"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device removal to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a partial hysterectomy (fallopian tube's and uterus removed)'), congenital cystic kidney disease ('msk') and urinary retention ('retain urine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("all over my abdomen I am not in as much pain but still stuck in pain management"), flatulence ("gas pain"), congenital cystic kidney disease (seriousness criterion medically significant), renal cyst ("kidney cyst") and urinary retention (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal pain, flatulence, congenital cystic kidney disease, renal cyst and urinary retention outcome was unknown. The reporter considered abdominal pain, congenital cystic kidney disease, flatulence, medical device removal, renal cyst and urinary retention to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, events: medullary sponge kidney, kidney cyst, retain urine were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a partial hysterectomy (fallopian tube's and uterus removed)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("all over my abdomen I am not in as much pain but still stuck in pain management") and flatulence ("gas pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal pain and flatulence outcome was unknown. The reporter considered abdominal pain, flatulence and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- gas pain, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a partial hysterectomy (fallopian tube's and uterus removed)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("all over my abdomen I am not in as much pain but still stuck in pain management"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.